Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable broke and the customer experienced difficulty charging the pump. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided by the customer.